Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on both right ventricular and right atrial lead was observed. The noise on atrial lead was known for some time and patient was being monitored. Now, right ventricular lead also had noise. Patient was not pacer dependent and did not experience any symptoms. Noise was reproducible on the ra and rv lead with pocket manipulation and isometrics. Programming changes were made until lead revision. Both leads were explanted and replaced. Patient¿s condition was stable post-procedure.